Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The sureform 45 white reload was analyzed and found to have the knife exposed within the knife track. Log review confirmed the reload was involved in a firing failure. The knife was exposed towards the distal end of the returned reload, which aligns with the firing completion percentage displayed in the procedure logs. Additional observation(s) not reported by site: the reload was found to have cartridge damage along the knife track. The knife was inspected and there was no damage found. Isi also received the sureform 45 stapler. The instrument was found to have one firing failure(s) based on log review which was not replicated through in-house testing. The stapler was installed onto an in-house system and fired on a test foam using an in-house blue reload. The instrument fired successfully, and the resultant staple-line was visually inspected. The cut-line appeared smooth and consistent, with no jagged edges or tearing observed. All staples were deployed and correctly formed into the proper b-shape. An isi failure analysis engineer reviewed the stapler logs for the stapler used in this event and the following info was provided: logs show sureform 45 stapler (part number: 480545-06, lot number: l10240725-0026) was installed on the system 1x and fired 1 white reload. The first clamp was successful but was followed by a firing failure. The instrument was then removed and not used again in the procedure. There were no stapler related errors in the logs.

Event description:
On 11-mar-2025, intuitive surgical, inc. (Isi) received user facility report (B)(4) stating: "from staff: during a robotic nephrectomy, the sureform 45 robotic stapler was used to staple across the ivc (inferior vena cava). During firing, the stapler alerted that tissue was too thick and stopped working a little more than halfway through the fire. I called the rep to ask if we could force the fire to finish as this was a vessel. He said no as it was a white load. The surgeon asked the rep if unclamping would the vessel bleed and he said no it would be stapled beyond the cut line. We unclamped and it bled, and we emergently opened to control the bleeding. From operative report: I took the renal artery with hemoloc clips x 3. I then used the robotic stapler to take the renal vein as it was quite distended. Unfortunately, the stapler misfired. It looked like some of the staples had deployed but when the stapler was disengaged, there was brisk bleeding from the suture line. I used prograsp and force bipolar to close the defect. I used a 4-0 prolene to oversew but this was challenging without a second arm. Therefore, the vascular team was called. We converted to open with the vascular team cutting down to the area under visualization on the robotic camera, and the robotic instruments were not removed until they were on the ivc. The robot was undocked. The suture line was identified, clamped with allis clamps and oversewn by vascular team using 4-0 prolene. The abdomen was irrigated copiously, and no additional bleeding was seen. The kidney was mobilized from the upper and lateral aspects, sparing the adrenal gland. The specimen was removed. With removal of the specimen and further evaluation of the hilum, a 2 x 3 cm ovoid well circumscribed malignant appearing lesion was seen, felt to be a lymph node." Intuitive surgical, inc. (Isi) followed up with the surgeon and additional information was provided: it was reported that during a da vinci-assisted nephrectomy surgical procedure, the curved-tip sureform 45 stapler firing a white reload across the renal vein experienced a partial fire. The system displayed a tissue too thick error. The firing resulted in unformed staples at the end of the renal vein specimen. There was a ¿gap¿ in the renal vein that was not approximated, which was past the end where the stapler did not fire. The patient tolerated the conversion. Bleeding occurred from the renal vein connection to the inferior vena cava (ivc.) The bleeding was not normal expected blood loss, totaling 1-1.5 liters of blood loss. One unit of packed red blood cells was given and 480ml of cell-saver, was administered. When the event occurred, the surgeon first attempted to oversew the ivc with prolene, but due to bleeding decided to convert to open. Vascular surgery was consulted. No unplanned tissue removal occurred due to the stapler firing failure. Vascular surgery repaired the ivc by oversewing. The patient suffered acute blood loss and a large open incision. The surgeon stated ¿possible catastrophic event to patient but fortunately patient survived with no serious complications.¿ no issues were reported prior to firing. No photos or videos are available for review. The procedure was completed open.